Event description:
During a low anterior resection procedure, the anvil disengaged. The surgeon applied another device to complete the procedure without pt injury.

Manufacturer narrative:
09/15/1997-supplemental report #1 submitted to FDA.